Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she is not getting insulin because of no delivery alarms. Troubleshooting was performed. The customer mentioned some bent cannulas. The insulin pump was not returned for analysis.